Event description:
Reportable based on the device analysis completed on 23oct2025. It was reported that pump seal fault occurred. The stenosed target lesion was located in the right lower extremity vein. An angiojet solent omni was selected for use. During the procedure, the pump balloon was noted to be filled with saline. A second catheter exhibited the same malfunction. The procedure was completed using with another of the same device and there were no patient complications as a result of this event. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
E1: initial reported facility name -(B)(6). The device was returned for evaluation. Visual inspection noted that the waste bag and saline spike had been removed prior to return and were not provided for analysis. Examination identified a small perforation in the pump sleeve and three distinct kinks along the catheter shaft, located approximately 15.5 cm from the tip, 72.7 cm from the tip, and at the strain relief. The pump seal appeared intact. During functional testing, the device was unable to prime. Leakage was observed at the catheter kink positioned 72.7 cm from the tip, and the console generated an under-pressure error during the priming attempt. Microscopic imaging documented the damage to the pump sleeve and catheter; however, the condition of the internal hypotube could not be assessed visually. Subsequent x-ray analysis confirmed a hypotube separation at the 72.7 cm kink location.